Event description:
The pt received 30% soluble insulin/70% isophane insulin (humulin m3), 26 units in the morning and 16 units in the evening, delivered via a humapen ergo (two devices returned one teal clear pen body lot 40213, and one burgundy clear pen body lot 40256), with a clear cartridge holder attached, for treatment of diabetes (no start date provided). The reporter states that the pt has had repeated admission to hospital with diabetic ketoacidoisis and uncontrolled diabetes (dates unknown). The pt was described as being very ill became a "bag of bones." The reporter stated that the pt was hospitalized at the end of 03/2004 for diabetic ketoacidosis but believed the pt had been hospitalized more than once since christmas (12/2003). The pt was referred to a diabetes nurse who looked at the humapen and thought that there was something wrong with the pen. The pt was changed to an autopen and the pt's blood sugars settled down and there have been no further reports of diabetic ketoacidosis. The pt is due to visit the clinic again in 06/2004. The person oeprating the device was the pt and it was unknown if they were a trained user. At the time of reporting the pt blood sugars were reported to have settled down. It was unknown if therapy with 30% soluble insulin/70% isophane insulin continues. This humapen ergo complaint is associated with cid00244682 and cid00246969.